Manufacturer narrative:
Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection identified no issues with the hypotube shaft and the length of the shaft polymer extrusion. Microscopic examination and leak testing of the balloon identified a pinhole at the proximal markerband during the inflation attempt. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No damage noted to distal tip, and no kinks or damages noted on the shaft polymer extrusion. A microscopic examination of the proximal and distal markerbands identified no damage. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to patient condition. Based on the event description, it is most likely an interaction occurred between the balloon and the patient's anatomy that contributed to the reported event. The patient's anatomy was moderately tortuous and 75% stenosed. These anatomical features most likely contributed to the balloon rupture.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified mid right coronary artery. A 15mm x 4.00mm wolverine coronary cutting balloon monorail was selected for use. During initial inflation, the balloon ruptured at 6 atm. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified mid right coronary artery. A 15mm x 4.00mm wolverine coronary cutting balloon monorail was selected for use. During initial inflation, the balloon ruptured at 6 atm. The procedure was completed with another of the same device. There were no patient complications.